Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2026-00001. The date of that submission was 12-jan-2026. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
An email was received regarding a reservoir, cassette, 100ml with item number 21-7302-24, and lot number 6147673. It was reported that the line became disconnected at the connection closest to the pump. They place the pump in a plastic bag. She was able to stop and power the pump off while in the bag. They closed the clamp on the line. They reviewed chemo spill instructions. The medication used was 5fu. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated tubing complaint documented on (B)(4).